Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the treatment event and patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture dates: monitor: 06/17/2015; electrode belt: 07/13/2015.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2019 while wearing the lifevest. The patient's daughter reported that the patient's husband was with the patient when the patient fell on the floor and the lifevest was alarming. It was reported that 911 was then called. Per the patient's daughter, the patient did not regain consciousness after falling to the floor. The patient's daughter stated that when she arrived, she witness the lifevest treat the patient twice. It was also reported that a friend was performing CPR while waiting for the ambulance to arrive. Ems arrived and took the patient via ambulance. Clinical review of the download data, indicates that the patient received six treatment shocks. The lifevest initially detected an arrhythmia with response button use at 09:42:04 while the patient was in atrial fibrillation at 140 bpm transitioning to ventricular tachycardia (vt) at 270 bpm with motion artifact. The lifevest exited the detection sequence and again detected an arrhythmia at 09:44:11 while the patient was in ventricular fibrillation (vf). Treatments 1 through 5 were delivered between 09:44:57 and 10:07:42. The patient's rhythm at the time of the first five shocks was vf. The post-shock rhythm of the five shocks was asystole with and without CPR/tactile artifact. The sixth and last treatment shock was delivered at 10:09:52 while the patient was in asystole with CPR artifact. The post-shock rhythm was asystole with CPR artifact. CPR artifact contributed to the false detection. The device then exited the detection sequence at 10:10:19 and did not detect further arrhythmias until the device was shutdown at 10:36:55 on (B)(6) 2019. The response buttons were pressed earlier in the detection sequence but not immediately prior to the first treatment shock delivery. The response buttons functioned appropriately. The response buttons were not pressed any further during the treatment event. The patient subsequently passed away on (B)(6) 2019. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. There is no indication of any device malfunction that caused or contributed to the patient's death.